Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 11 pm with a high blood glucose level of 650 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer stated that they were on vacation and had food poisoning. The customer stated that their insulin pump worked fine and declined troubleshooting. The customer did not return the product back for analysis.